Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned devices confirmed the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill was received with a burr/rough edge.